Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have no visible damage(s) to the cables. Additional observation : the instrument was found to have a broken distal clevis at the ears. Both of the ears were missing and were not returned. The missing pieces were measuring roughly 9.80mm x 6.64mm in size.